Event description:
Per the clinic, the device was explanted (date not reported) for unspecific medical reasons. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.